Manufacturer narrative:
Inspected 1 of 2 opened/used sensors and found cannula retracted inside sensor base. Unable to confirm customer received sensor in said condition due to customer returned opened/used. See image for details. Remaining sensor still has paper liner attached.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call sensor anomaly. Customer's blood glucose level was unknown. It was reported that the electrode was missing and unable to be seen after removal. The sensor will not be returned for analysis.